Event description:
It was reported that pump battery charge dropped rapidly by 35% over a short period of time, but this issue occurred on a previous date and did not result in an unexpected pump shutdown. No information was provided regarding any impact to the customer¿s blood glucose level. Technical support provided education on battery behavior and best practices, and customer acknowledged instructions, agreed to monitor system, and planned to call back if issue persisted.